Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said per the patient that the device no longer works or it was removed and the lead is still implanted. The hcp added that they reached out to the managing hcp for additional information, but hasn't' heard back. No patient symptoms were reported and no further complications have been reported as a result of this event.